Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact; with no damage or peeling. During testing, all the keypad buttons were properly responsive. The keypad cover was removed and no evidence of contamination was found on the key contacts. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was found to be cracked. The audio bolus button cover was missing and the button¿s responsiveness was unable to be tested due to this. The pump failed a leak test due to the cracked battery compartment and bolus button damage. The pump cover was opened and moisture was found throughout the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons involved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.